Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a restriction of flow. They went on pump using the centrifugal but could not get up to full flow. The maximum flow that was achievable was 3.9 lpm (liters per minute) at 160 mmhg. The perfusionist noticed a lot of pressure between the centrifugal and oxygenator line. They have managed the situation for 20 minutes then flow suddenly increased. They continued the flow at a lower revolution per minute. *no known impact or consequence to patient, *product was not changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 11, 2017 a second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the returned device upon receipt did not find any obvious anomaly, such as break in the appearance. The sample was sent to (B)(6) for evaluation. The sample was built into a circuit where bovine blood was circulated and the pressure drop was determined at each flow rate. The obtained values met all specifications. The bovine blood was then circulated for 6 hours, no decrease in flow rate was confirmed. The bovine blood was then rinsed and visually inspected, no break was noted. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.